Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in safety backup mode and the programmer prompted a re-initialization request. The battery status "ok" was as expected. The pacemaker's memory content was inspected. The inspection revealed that the device switched into safety backup mode on (B)(4) 2013 as a result of the detection of invalid memory content. After the manual correction of the invalid memory content, the device was operating as expected. By design, the pacemaker performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, the activation of safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
At implant, this device worked just as expected until the pocket was closed. At that point it was noticed the atrial lead fell so the physician went back in to revise the lead. The pocket was almost closed again when they re-interrogated the evia and it was eri. This device was removed and replace.